Manufacturer narrative:
Per the user guide, "replace the cartridge every 48 hours if using humalog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line became disconnected from the cartridge. Reportedly, the cartridge had been in use longer than 2 days. Customer's blood glucose level was 218 mg/dl. Customer successfully loaded a new cartridge onto the pump.